Event description:
The customer reported that they cannot hear the volume from the external speaker for the philips patient information center ix (pic ix) overview. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed). The biomed had run the system setup, but this did not fix the issue. The biomed tried the external speaker with a different surveillance and the speaker was working. The rse had the biomed increase the volume on the overview, but there was no sound. The rse then had the biomed go into microsoft windows to do sound a test, but there was still no sound. The rse recommended changing the pic ix overview computer and biomed stated they will call back. No further calls were received from the biomed. The customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information was obtained.